Event description:
It was reported that there was far-field sensing that had a serious clinical impact on the patient's cardiac perfusion requiring hospitalization. The far-field sensing was resolved with reprogramming and the lead is still in use. Attempts to follow-up to gather additional information were not successful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.